Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra meter was reading inaccurately high. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The patient claimed the alleged issue began in (B)(6) 2013 (exact date/time unknown). He tested on the subject meter on an unknown time and date and observed a value of "170 mg/dl" as compared to another meter that read "100mg/dl" performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/ or <=20 mg/dl. It is not known what range the patient considers to be normal. The patient manages his diabetes with oral medications (unknown type/dose) and diet/exercise. It is unclear if the patient made any changes to his oral medications in response to the alleged issue but he reportedly increased his food/drink intake in response to the alleged issue. The patient claimed he felt weak and passed out on (B)(6) 2013 at an unknown time. It is not clear if the patient had tested on the subject meter prior to his symptoms. He stated the paramedics were called at an unknown time and he was taken to the hospital per protocol but he denied receiving any form of medical intervention. It would have been helpful to know whether the patient had tested on the day of his symptoms and what the results were. It was also unclear how the patient's symptoms abated, since no form of treatment was confirmed. At the time of troubleshooting the cca confirmed the meter was set to the correct unit of measure, the samples were obtained from the same approved sample site. The testing process was reviewed and was correct. The subject test strips were in good condition, a control solution test was not performed because the patient did not have any control solution available. Replacement products have been sent to the patient and subject products are pending return for investigation. This complaint is being reported because, the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.